Event description:
It was reported that this right atrial (ra) lead exhibited out of range pace impedance measurements and this was a known issue. As a result, the device was programmed to wir. This lead remains imolanted. No adverse oatlent effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).